Event description:
The hospital staff reported that the bed will move even when the brakes are set. The hill-rom technician inspected the bed and found that the casters were worn. He replaced the casters as well as the bearings on brake mechanism. The bed operated as designed after the worn parts were replaced.